Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was less than expected with multiple battery changes while the correct battery type was used. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/22/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2015 with the following findings: on investigation, the alleged short battery life issue was not verified in the black box or duplicated in the evaluation. Review of black box data did not find evidence of short battery life. One replace battery warning was found two days after the complaint date due to normal battery wear. Using the return caps, the pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidences. Electrical current draws were within specifications. Pump casing was opened and there was no intermittent connections were found to the printed circuit board or the continuous glucose monitoring module. Unrelated to the complaint, battery compartment cracks were found above and below the grip pad.